Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h6, h10, h11. Corrected fields; d4 (UDI). The iabp was removed from service. Despite our good faith effort attempts for additional information, no response was received. If new information is provided this complaint will be reopened and a follow up report will be sent.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit pressure tubing change was due. The nurse changed the tubing under sterile technique and applied pressure cable to a new transducer. The nurse unlocked the screen to calibrate the new transducer. The intra-aortic balloon pump (iabp) screen was frozen. The nurse requested assistance to unlock the screen. An alcohol wipe was used to clean the screen and in doing so, the patient was switched from a 1/1 to 1/3. Patient remained stable during swap out of new iabp pump. No harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.